Event description:
Additional information received reported that healthcare provider (hcp) had not heard from the patient. The patient cancelled her follow up appointment stating that she was doing well and did not need it. The patient¿s next appointment was scheduled for (B)(6) 2013. The implantable neurostimulator (ins) was removed because there was fluid within the battery casing that connected to the lead. A new ins was placed.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va08xm1, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a burning sensation whenever the implantable neurostimulator (ins) was turned on since implant. The burning sensation occurred when the patient was programmed in both unipolar and monopolar settings. During a programming session the burning sensation went from intense to ¿just normal burning¿ on different programmed electrode configurations. It was undetermined if palpitating the area made symptoms worse. At the time of the report the ins was turned off. Additional information received reported the cause of the event was presumed to be an unknown ins issue. A kidney, ureters, and bladder MRI of the abdomen was performed on (B)(6) 2013. Reprogramming was done on (B)(6) 2013 and the patient was very painful and feeling heat directly over the ins with impedances within normal limits. The health care professional was unable to successfully reprogram to alleviate pain/heat sensation. An ins revision was planned for (B)(6) 2013 with a possible lead change also planned. No hospitalization was required due to the event and it was reported there was ¿no injury.¿ it was reported on (B)(6) 2013 the ins was ¿heating up¿ in the bottom when stimulation was turned on. The patient¿s health care provider was planning to replace the device that day.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.